Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, ¿dislocation and subluxation due to inadequate fixation and improper positioning.¿ this report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2014-07905 and 07912).

Event description:
It was reported that patient underwent a total hip arthroplasty in 1991. Subsequently, patient was revised on (B)(6) 2013 due to unknown reasons in which the cup, head, and liner were removed and replaced. It was further reported that another revision was performed on (B)(6) 2014 due recurrent dislocations caused by poor cup placement.